Event description:
Pt was having vaginal hysterectomy, culdoplasty, anterior bilateral sacrospinous fixation, anterior and posterior repair and cystoscopy. Using the boston scientific capio device during sacrospinaous fixation portion, surgeon placed suture through the left sacrospinous ligament and pulled on the suture. While doing so, the bullet of the suture avulsed. Despite used of retractors and headlamp, bullet tip could not be isolated. Surgeon opted to leave in place to avoid further complication.